Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for loosening of tibia implant.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for loosening of tibia implant.

Manufacturer narrative:
Correction - h6 (device code and clinical code). The reported event could be confirmed since images of CT scans were provided and matches the alleged failure mode. There are many clinical factors that can affect the results of any surgery, such as surgical technique, pre-operative and post-operative care, the implant, patient pathology and daily activity. A medical professional reviewed the received information and noted the following: ¿the tibial tray is definitively loose and subsided anteriorly most, with significant anterior cyst formation and possibly a stress fracture of the medial malleolus. There are radiolucencies below the talar tray as well, but it is not loose. Because of the large lot the patient walks a lot on, over-exertion could play a role, yet on the other hand, the patient has had a well-functioning infinity tar at the contralateral ankle for a longer period of time.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.